Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the latch/lock was defective¿ was confirmed during latch lock test. Probable cause related to a nonfunctional flex sensor circuit. Further investigation found the air detector was not functioning correctly, it was detecting air with no cassette attached, and the lens was found to be delaminating. The flex sensor circuit, air in line detector (aild), and lens were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the latch/lock was defective¿; during device evaluation it was found the latch lock flex sensor circuit nonfunctional. The event occurred during testing. There was no patient involvement.